Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 28-jan-2022, UDI#: h3: analysis of the wireless recharger [s/n (B)(6)] found that the led's scroll continuously, the device is unresponsive, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their recharger is no longer able to charge. Patient stated that there is a light on the recharger dock, but the light recharger battery indicator runs fast, and confirmed seeing a scrolling green light. Agent had the patient reset the recharger on and off the dock, but it didn't resolve the issue and continuously saw a scrolling green light. Agent requested a replacement recharger through repair. Additional information was received on 2026-jan-21, patient called back reporting that they received their new wireless recharger (wr), but when they push the power button, the wr just shows an orange light on the power button. Agent reviewed wr shipping mode information and walked patient through troubleshooting by removing the wr from shipping more, switching the linked wr via recharger app, then connecting to the patient's implant using the wr. Patient successfully paired their wr with their handset and confirmed that they can see their charging progress on their handset. Troubleshooting resolved the reported issue.